Event description:
It was reported that during surgery the device took an inconsistent graft. There was a 1 hour delay where the patient was under anesthesia in which the graft was repaired to make it usable. No adverse event was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR-0001526350-2024-00159. Review of the most recent repair record determined the rpms were erratic and would not stop when testing rpms. The control bar, motor, swivel, eccentric shaft and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.